Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient in the neurosurgery ICU at the hospital had a PICC line was inserted on (B)(6) 2025. Approximately one month later, during dressing changes and maintenance, the nurse discovered a fracture at the connection point between one of the dual-lumen catheters and its connector. This rendered the catheter non-functional. For safety reasons, the head nurse decided to remove this catheter and insert a new one for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken extension leg was confirmed but the root cause could not be determined. Two photographs of a dual lumen powerpicc catheter were returned for evaluation. Inspection of the photographs found that the purple luer hub had detached from the extension tubing while the catheter was indwelling in the patient. Additionally, the proximal end of the extension tubing in the purple lumen appeared flared. No other features of the break could be discerned, and no other remarkable features were observed throughout the photos. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.